Manufacturer narrative:
The coaguchek xs pt test 6 strip lot number is 78789521, with an expiration date of 30-nov-2025. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. The investigation is ongoing.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchek vantus USA meter compared to an unknown laboratory method. The laboratory result at 4:13 pm was 2.97 inr. The meter result at 5:56 pm was 4.2 inr. The patient's therapeutic range is 2.5 to 3.5 inr.

Manufacturer narrative:
The device was not submitted for investigation. The investigation did not identify a product problem.